Event description:
A 17 yr old female pt was implanted with ncp on 12/28/98. Pt returned to the office for initiation of stimulation on 1/5/99. Left office programmed to 0.5 ma, 30 hz, 500 msec, 30 sec. On, 5 min. Off. Pt had multiple petit mal seizures that evening and recovered. At about 7:00 am on 1/6/99, pt had a generalized convulsion. Pt had another generalized convulsion 1 hr later. Pt was instructed to come to dr's office where a third generalized convulsion was witnessed. Dr. Reported a total of 4 generalized convulsions in about a 4 hr period. Prior to this incident, the pt had not experienced a generalized convulsion in 8 mos. The generator was turned off and pt was admitted to hosp where she was stabilized. On 1/8/99, stimulation was restarted at 0.24 ma, 20 hz, 500 msec, 30 sec. On, 5 min off. Pt tolerated that setting well; therefore remained at that setting. Pt was released on 1/9/99. Clinic note dated 1/15/99 indicated that pt is doing well with no repeated occurrence of generalized convulsions.